Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that due to corrosion on distal end, the device had no electrical continuity. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to corrosion on distal end, the device had no electrical continuity. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.